Manufacturer narrative:
Rewalk robotics received the following from (B)(6): (B)(6) had a consultation with the user, the physiotherapist, a senior researcher, a rehabilitation physician, and a junior researcher. The situation was analyzed, videos of the training session and the x-rays were reviewed. Because the user has a complete spinal cord injury he obviously did not feel the moment of the fracture, so what happened can only be guessed. The user indicated that he did not fall out of his wheelchair or could think of other explanations (part from the exoskeleton use) that could explain the fracture. The conclusion reached was that at this moment the reason why the patient has broken his ankle cannot sufficiently be explained. There were no incidents during or around the training. The patient was already very skilled in using the exoskeleton and walked very well with the exoskeleton. The root cause is still being investigated and the device will be evaluated

Event description:
On friday morning ((B)(6) 2018) the user received his 6th exoskeleton training, with the rewalk rehabilitation system (rewalk 5.0). During this training session there were no incidents, the training was successful and the participant walked a lot. Prior to the training and after the training, the participant indicated that there was some fluid around the ankles. However this was not so much that it raised suspicion. On monday evening ((B)(6) 2018) the participant send an e-mail to the treatment team. In this mail, the participant indicated that there was fluid under the right knee and right ankle. Moreover, he attached a photo of the right ankle which was blue. The participant also indicated that he had been to the doctor's office that afternoon. In the mail, he signed out for the training the next morning so that he could see his own doctor.